Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects. Additional information from the field representative indicates that the patient is scheduled for follow up at the end of the year.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects. Additional information from the field representative indicates that the patient is scheduled for follow up at the end of the year. During the follow up, it was scheduled a transoesophageal echocardiography (tee), which was completed, and device replacement will be scheduled within the next 90 days. Additional information received indicates that the device was explanted and replaced. The right ventricular lead was surgically abandoned in the same surgical intervention due to high shock impedance. No additional adverse patient effects. The ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects. Additional information from the field representative indicates that the patient is scheduled for follow up at the end of the year. During the follow up, it was scheduled a transoesophageal echocardiography (tee), which was completed, and device replacement will be scheduled within the next 90 days. Additional information received indicates that the device was explanted and replaced. The right ventricular lead was surgically abandoned in the same surgical intervention due high shock impedance. No additional adverse patient effects. The ICD was returned for analysis.